Manufacturer narrative:
The limitations section of the method sheet states lipemic samples may cause >abs flagging. An update to the instruction for use to remove the sentence "choose diluted sample treatment for automatic rerun." Is in progress.

Manufacturer narrative:
The investigation determined that the initial result of 34.1 u/l was flagged with an alarm indicating the sample concentration was too high or the sample was lipemic. The instrument performed as expected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation (altlp) on a cobas 6000 c (501) module. The initial result was 34.1 u/l with a data flag. The sample was automatically re-run in decrease mode using a 1:10 dilution and the result was 206.8 u/l. The customer then repeated the sample using a 1:3 dilution and received a data flag indicating the sample was lipemic; a numerical result was not received. On (B)(6) 2020 the customer treated the sample with lipoclear and repeated the sample with a result of 29.6 u/l. No questionable results were reported outside of the laboratory. The c501 module was (B)(4).